Event description:
It was reported that a user of the ilet experienced hyperglycemia after a meal announcement, with blood glucose rising to a reported peak of 390 mg/dl and remaining above 180 mg/dl for approximately two hours; the user had performed a recent infusion set and supply change, verified insulin flow through the tubing, then later removed and replaced the infusion set with no bent cannula observed and resumed insulin delivery. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no use of backup therapy, no ketone testing, and no medical intervention. Investigation included live troubleshooting, disconnection to confirm insulin delivery through tubing, inspection of the removed infusion set, and a full supply and site change. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with a probable infusion site location issue resulting in transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with a site-related issue rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.